Manufacturer narrative:
Updated fields: d8, g3, h2, h3, h4, h6, h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found no image due to charge coupled device failure . A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): handling and general precautions (caution) ¿holding the otv-s7v still with your hand, insert the video connector horizontally into the otv-s7v video connector holder with the up indicator facing up, and press firmly until you feel a click (see figure 3.6). [Section where IFU applicable for phenomenon (2)] chapter 4 use (warning) ¿if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. A root cause of the reported issue cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had "poor connection" issue. There was no patient impact, no harm reported due to the event.